Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional product code: hwb. Complainant part is not expected to be returned for manufacturer review/investigation. Postal code (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in new zealand as follows: it was reported on (B)(6) 2022, that attempting to remove a pfna; the removal tool had a broken tip and would fit into the pfna blade. Confusion and surgery delay. Opened hospital set to get a new removal tool and successfully removed pfna surgery was delay for 15 minutes but the procedure was successfully completed. Patient status/ outcome/consequences is unknown. No further information is available. Concomitant device: unk - screws: nail distal locking (product code: unk, lot number: unk, quantity: unk). This report is for one (1) extractscr f/pfna blade. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part # 03.010.411. Lot # 3l53654. Manufacturing site: werk bettlach. Release to warehouse date: 04 apr 2019. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the hexagonal tip of the extractscr f/pfna blade was broken, the broken fragment was not received in the evidence provided. No other issues were identified. A dimensional inspection for the extractscr f/pfna blade was unable to be performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the extractscr f/pfna blade would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed: the following source controlled drawings reflecting the current and manufactured. Revisions were reviewed: extracton screw for pfna blade (manufactured). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part # 03.010.411,lot # 3l53654,manufacturing site: werk bettlach,release to warehouse date: 04 apr 2019,expiration date : n/a,supplier:n/a.a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified.the photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned photo.visual analysis of the photo revealed that the extractscr f/pfna blade had the hexagonal tip broken, fragment is not visible in the evidence provided.as the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed.as part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications.the overall complaint was confirmed for the extractscr f/pfna blade. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined.based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.